Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced. The lead was an advisory lead with high impedance out of range. A laser lead extraction was attempted and the lead broke proximal to the shock coil. Attempts were made to retrieve the fragment, but ultimately the physician decided to leave it. A new lead was place in the rv. There were no patient complications.